Manufacturer narrative:
The device has not been returned. However, a nonvisual investigation has been completed and the results are as follows: device history record (DHR) results: no lot number was provided. Stock product results: complaint could not be verified. Returned sample(s)/device inspected results: no product was returned. Investigation results: complaint could not be verified. Root cause: complaint could not be verified.

Manufacturer narrative:
The doctor reported that healing abutments were not engaging the implants properly. It was stated by the doctor that upon closer inspection the threading on the healing abutments looked different from the cover screw. The actual complaint part is yet to be received for investigation. More results will be available upon completion of the investigation. However, the patient is reported to be in satisfactory condition and no adverse events were reported.

Event description:
The doctor reported that the component was not engaging the threads. Doctor used another piece on hand that did engage correctly. An update was received on 1/25/2017. The doctor attempted to place two healing abutments on (B)(6) 2017 at tooth locations #12 and #13. During the attempt the doctor observed that the healing abutments were not engaging the implants properly. Upon closer inspection, the doctor observed that the threading on the healing abutments looked different than that of the cover screws. However, the cover screws engaged with the implants without issue. The patient is reported to be in satisfactory condition and is currently waiting to receive new abutments. No adverse events were reported . The 4.3 compatible abutment was placed on a 4.3 x 11.5 mm hahn tapered implant.